Event description:
Dr. Reported, that he was conducting a surgery procedure. He tightened the blocker with the universal tightener and fixed the blocker with a torque wrench and a torque key. During this he felt a "klick" and noticed that the blocker was broken. It was not possible to screw it out. To complete the surgery the surgeon had to cut the rod and to change the screw.

Manufacturer narrative:
Na